Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2019) is considered to be a best estimate. This emdr represents the ventralex st mesh (device 2). An additional supplemental emdr was submitted to represent the ventralight st w/ echo 2 mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2019 - patient was diagnosed with ventral incisional hernias (x2) thereby underwent open repair with implant of ventralight st w/ echo 2 mesh (device 1) and ventralex st mesh (device 2). Per operative notes, "an incision was made into the left upper quadrant of the abdomen, mid epigastric region. Hernia sacs were dissected out. A ventralight st w/ echo 2 mesh (device 1) was placed into the peritoneum space, anterior abdominal wall and secured it with sutures. Another incision was made into the epigastrium. One ventralex st mesh (device 2) was placed into the lower abdomen with (device 1) together with good coverage and secured it with sutures." (B)(6) 2020 - patient was diagnosed with recurrent reducible ventral incisional hernia, adhesion, scar tissue, thereby underwent open repair with implant of biological mesh. Per operative notes, "an elliptical incision was made. Removed all wide scar tissues from abdomen. There were some adhesions of the omentum to the peritoneum, and these were taken down. Previously placed meshes (device 1 and device 2) were in the upper epigastrium and lower abdomen were intact and adherent to the abdominal wall. All adhesions were removed from meshes. A biological mesh was placed into the abdominal wall and sutured."